Event description:
It was reported that the right ventricular (rv) lead exhibited high and intermittent thresholds and undersensing. A chest x-ray showed an rv lead dislodgement approximately one week after implant. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.